Manufacturer narrative:
The field service engineer (fse) adjusted a sample probe and the reagent probes. Cuvette rinse volumes were checked and looked good. A photometer adjustment was performed. Cell blank errors were received and the relevant segment was replaced. No further cell blank errors were received. Qc was run and the instrument was ready for use. The issue was not resolved. The customer is now running all samples tested for li in duplicate. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant high results for 2 patient samples tested for li on a cobas pro c 503 analytical unit. (B)(6). The sample for one of these patients was run in duplicate; it is not clear which sample. The questionable results were not reported outside of the laboratory. The li reagent lot number was 59094201 with an expiration date of 30-sep-2023.

Manufacturer narrative:
On (B)(6)-2022 the field service engineer (fse) replaced a sample probe and a reagent probe. Afterwards, the instrument was running within specification. The customer had no further issues. Reagent issues can be excluded. The service actions resolved the issue.

Manufacturer narrative:
Clarification has been provided for this event. The initial report stated: "the initial reporter complained of discrepant high results for 2 patient samples tested for li on a cobas pro c 503 analytical unit." This should say: the initial reporter complained of discrepant low results for 2 patient samples tested for li on a cobas pro c 503 analytical unit. The initial report stated: patient 1 initial result was 1.6 mmol/l. The repeat result was 0.8 mmol/l. Patient 2 initial result was 1.37 mmol/l. The repeat result was 0.95 mmol/l. This should say: patient 1 initial result was 0.8 mmol/l. The repeat result was 1.6 mmol/l. Patient 2 initial result was 0.95 mmol/l. The repeat result was 1.37 mmol/l. It was clarified that both patient samples were run in duplicate.